Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose result. Diane, wife, is calling on behalf of the customer. The customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is 100-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The is stored by customer according to specification in the office. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 587 and 539mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 578mg/dl date: (B)(6) 2017 time: 7:02 pm non-fasting. Result 2 : hi date: (B)(6) 2017 time: 5:52pm fasting. Result 3 : hi date: (B)(6) 2017 time: 12:50pm uncertain. Result 4 : hi date: (B)(6) 2017 time: 4:40pm fasting. Result 5 : hi date: (B)(6) 2017 time: 11:21am non-fasting. Customer called in states the meter is reading hi. At the time of the back to back readings the customer took 10 units of insulin (humalog) 1 hour prior.